Event description:
On (B)(6) 2015 our affiliate in (B)(6) received a report from the (B)(6) inspectorate for health care submitted by an eye care professional (ecp). The report was dated (B)(6) 2015 and provides the following information: the patient (pt) was reportedly wearing acuvue oasys contact lenses. Lot number is unknown. ¿on (B)(6) 2015, patient coming in with dry eyes, the last check-up was (B)(6) 2013. Slit lamp finding is severe staining. Advised patient not to wear lenses and come back for check-up in 2 weeks. During the after care, I also found infiltrates. Advised patient not to wear lenses and to use rewetting eye drops. Patient has since been here for check-up every 2 weeks and at the last appointment on (B)(6) 2015, there are still infiltrates. Destroyed the lenses the patient was wearing.¿ the affiliate reports that the ecp gave the patient a referral to an ophthalmologist and recommended the pt not to wear lenses. No additional information is known at this time. This report is being submitted as a worst case due to the extended length of treatment. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
On 2016-01-05 our affiliate in (B)(4) received an update from (b)(46) submitted by an eye care professional (ecp). The report was dated (B)(6) 2015 and provides the following additional information: year of purchase: 2014; date: (B)(6) 2015; place: (B)(4); "the patient visits the practice for an annual check up, somewhat late as its more than a year since last examination. The reason for the visit is issues with the eyes. Staining is clearly visible in the ophtalmoloscope: the dye looks like it goes quite deep. Recommendation not to use the contact lenses for two weeks. At the after care visit, staining is slightly visible, left eye has 4-5 infiltrates; recommendation: not using contact lenses for further two weeks and use of wetting drops. After additional four after care visits with two weeks interval, a referral to an ophthalmologist is sent as there is no improvement. A new after care visits is conducted after the ophthalmologists examination, and slight staining is still visible, as well as two infiltrates in right eye. The px starts using daily disposable lenses on part time basis. In (B)(6), there is still diffuse staining. At the after care visit in (B)(6) was the staining completely gone. The px is recommended to use daily disposables for further a short while; other: use of no contact lenses on long term basis; other: virus infection, dry eyes, some kind of medication/pill - what???"; comment" protracted virus infection; comment: was referred to ophthalmologist, at an eye hospital. We haven't received any answer on the referral yet, but the pt self tells us that the ophthalmologist said the infection was caused by a medication/pill and a virus infection. The pt was treated with eye drops 6 times/day. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.